Event description:
It has been reported that the tip of the cmf key (ref. 6212170) doesn't fit very well in the screws of the 1.7mm set, avoiding the performance of the final torque.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device was not returned.